Event description:
Previous fusion at c5-c6 10 years +. Zero-p implanted for cervical stenosis on (B)(6)2010 for 2-level acdf at c3-c4, c4-c5. Plate and screws could not be identified from fusion at c5-c6 and was not removed. Unable to implant all four screws at c4-c5. Plate at c5-c6 was long and hung over vertebral body at c5. Orientation of plate at c5-c6 obstructed placement of one of inferior screws. One inferior screw and two superior screws implanted at c4-c5. Four screws placed with zero-p at c3-c4. Follow up x-rays (B)(6)2010 showed superior screw backing out of zero-p at c4-c5. Zero-p at c3-c4 migrating anteriorly. Zero-p and screws at c3-c4, c4-c5 removed. First of 3 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.